Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A vendor reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During follow up, the clinic manager (cm) said that a visible internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that the machine, a fresenius 2008t machine, did not alarm. The machine was not removed from service following the incident. It was self-cleaned and all self-tests passed. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s blood was not returned following the incident, but the estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. It is unknown if the patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. Two photos have been provided.

Manufacturer narrative:
Correction: the correct aware date for this file is 09/24/2025 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A vendor reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During follow up, the clinic manager (cm) said that a visible internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that the machine, a fresenius 2008t machine, did not alarm. The machine was not removed from service following the incident. It was self-cleaned and all self-tests passed. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s blood was not returned following the incident, but the estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. It is unknown if the patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. Two photos have been provided.

Manufacturer narrative:
Correction: the correct aware date for this file is 09/24/2025 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A vendor reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During follow up, the clinic manager (cm) said that a visible internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that the machine, a fresenius 2008t machine, did not alarm. The machine was not removed from service following the incident. It was self-cleaned and all self-tests passed. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s blood was not returned following the incident, but the estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. It is unknown if the patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. Two photos have been provided.

Event description:
A vendor reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During follow up, the clinic manager (cm) said that a visible internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that the machine, a fresenius 2008t machine, did not alarm. The machine was not removed from service following the incident. It was self-cleaned and all self-tests passed. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s blood was not returned following the incident, but the estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. It is unknown if the patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. Two photos have been provided.

Manufacturer narrative:
An engineering and risk-based evaluation of the event was performed. The primary risk control measures in the machine are minor and major blood leak alarms. The minor blood leak and major blood leak alarms trigger an audible and visual alarm, and the major blood leak alarm also triggers a stop to the blood pump and a clamp applied to the venous return line, which stops blood circuit flow and ultrafiltration. A secondary risk control is the alarms test, included in the 2008t machine operational manual as a pre-treatment machine setup test to be conducted by the user prior to patient treatment. The instructions provide multiple methods to perform the self-test, which confirms functionality of multiple alarms, relevant for this investigation, it specifically includes a verification that the blood leak alarm sensor is operating. In addition, the device history record (DHR) was reviewed and specific tests during test & calibration, final test, the alarm override function was operating correctly and the self-test check was operating correctly. The design controls, design verification, and individual machine testing conducted by both fresenius and the clinic show no evidence that the machine failed to perform as intended. Based on the engineering and risk-based evaluation of the events reported within the complaint(s), it has been concluded no device malfunction, nonconformance, or systemic quality issue was identified. The 2008t machine/system was concluded to be performing as designed with respect to blood leaks into the dialysate not triggering the blood leak alarms, major or minor.